Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv2167 showed no other similar product complaint(s) from this lot number. [(B)(4)].

Event description:
Per medwatch it was reported that when the nurse was flushing the PICC it began "spraying from the side of the catheter out of a hole." The PICC was removed and new PICC placement was ordered. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the damage appeared to be use related. One 5fr d/l powerpicc was returned for investigation. The catheter extended to the 37cm depth mark, where it had been trimmed to length. A sticky residue was observed on the extension legs. A functional test revealed a leak in the extension leg with the red luer adaptor 2cm proximal to the bifurcation. A microscopic examination revealed a u-shaped slit in the circumferential direction. The edges of the slit were noted to be sharp. The adjoining surfaces of the catheter were noted to be striated, which is indicative of a sharp instrument cut. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebv2167 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
Per medwatch it was reported that when the nurse was flushing the PICC it began "spraying from the side of the catheter out of a hole." The PICC was removed and new PICC placement was ordered. There was no reported patient inujury.